Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was intubated and in the intensive care unit of the hospital following an emergent surgery to remove a fistula in the dialysis catheter. The patient was further noted to have severe septic shock and hypotension. The patient had received a shock and upon review time to therapy was 48 seconds due to oversensing of the twaves and undersensing of the rwaves. It was noted that the ventricular tachycardia (vt) degraded quickly to coarse then fine ventricular fibrillation (vf). The untreated episode which preceeded the shock found the patient went into vt and the morphology changed at 210 bpm for approximately 12 seconds. The arrhythmia converted prior to charge and slowed to a rate of 160 bpm. Further review found that all sensing vectors had low amplitude signals. The field representative noted the on call physician was alerted and programming options were discussed. However, they did not hear back after the discussion. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported relating to the oversensensing or undersensing.